Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on row 19 from the distal end of the sent was lifted and pulled distally. Stent struts on proximal rows 1 to 4 were pushed, damaged and squashed together pushing the stent 2 mm distally from the proximal marker band. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2017. It was reported that crossing difficulties were encountered. The 90% stenosed, 38 x 2.75 mm, concentric and de novo target lesion with significant lesion bend of <=45 degree bend was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). Predilation was performed with a 2 x 10 mm non bsc balloon catheter and a 2.75 x 38 mm promus element ¿ long drug eluting stent was advanced to treat the target lesion; however, even after multiple dilations were performed the device still failed to cross. The device was removed and the procedure was completed with a 2.75 x 40 mm non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.